Event description:
The customer's mother reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer's mother stated they have difficulty pressing up arrow and act button. The customer's mother stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with an intermittent esc, act and up arrow button response due to flattened button dome switches. The auto off feature is working properly. The insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, and scratched reservoir tube window.